Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with an umbilical vessel catheter (uvc). The customer reports that the uvc was leaking at the hub an hour after placement. The uvc was pulled and replaced with a new one.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.